Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was discovered that the atrial lead exhibited elevated pacing impedance and capture threshold. X-ray imaging of the lead showed that the lead was fractured. On (B)(6) 2020, the lead was capped and replaced. The patient was reported to be in stable condition.